Event description:
It was reported that there was a cine error upon boot up. This could result in a loss of subtraction, road-mapping, or other critical vascular cine functions. There is no report of patient injury or death.

Manufacturer narrative:
The customer cancelled the service call. No conclusion can be drawn as repair information is not available.